Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "leaking was reported with drug in line (5fu) at the y-site connection." Add info rcvd: 09/07/2021: a detailed description of the event: patient connected to 5-fu home infusion pump-patient called to report 5-fu chemotherapy leaking from shorter hub- when assess pac tubing cracked at y site. Was there patient harm reported?: none.